Manufacturer narrative:
The subject device is not available.

Event description:
The physician reported that during a patient follow up, granuloma in the patient's brain was observed. The physician alleges is the result of the hydrophilic coating being stripped off the synchro guidewire by the metal introducer at the time of the original index procedure. The patient is otherwise doing well at 6 months follow up.¿ no further information is available.

Manufacturer narrative:
A review of the manufacturing records for the reported synchro was not performed as the catalog and the lot number were not provided. Based on the information currently available the exact cause for the reported guidewire coating peeling leading to un-retrieved device fragment cannot be definitely determined. However, the patient complication (granuloma) are known risks associated with endovascular procedures, covered under embolus and are listed as such in the device directions for use (dfu) ". Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The physician reported that during a patient follow up, granuloma in the patient's brain was observed. The physician alleges is the result of the hydrophilic coating being stripped off the synchro guidewire by the metal introducer at the time of the original index procedure. The patient is otherwise doing well at 6 months follow up.¿ no further information is available.